Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator. It was reported that the rep was in the operating room and they were removing the system and leads, which were out of the spine and out of the pocket, but couldn't be removed completely. The caller asked about MRI compatibility if leads were left in back. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.